Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms during implant. The lead was repositioned with no success. The lead was then surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.